Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service technician confirmed the reported problem. The service technician replaced the data acquisition pcb to motor controller pcb board cable to address the reported problem. Final testing was performed to operating specifications.